Manufacturer narrative:
Correction: d6b - no explant date should be reported, h1, h6 - impact codethe results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the lead replacement cancelled due to equipment malfunction in the cardiac catherization laboratory. The lead remained implanted, and the procedure was postponed. The patient was in stable condition.

Event description:
New information received notes that the lead was explanted and replaced. There were no patient complications.

Manufacturer narrative:
The reported events of high atrial impedance and high capture threshold were confirmed. As received, a complete lead was returned in one piece. Visual inspection found the lead was bent at 16.0 cm from the connector pin. X-ray examination found all five filars of the inner coil were broken/ separated distal to the suture tie impression. Scanning electron microscope verified that all five filars of the inner coil were fractured at 16.6 cm from the connector pin. The cause of the reported events was due to fractured inner coil consistent with bending fatigue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting high capture threshold and pacing impedance measurements. The lead was explanted and replaced. The patient was in stable condition.